Manufacturer narrative:
Insulin pump received with protruded and loose drive support disk, minor scratches on display window, cracked reservoir tube lip and case dented.

Event description:
It was reported that the customer insulin pump was alarming. Customer stated the device had a loose drive support cap. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 152 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)